Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was treated with cefazolin (1 g, ip, twice a day) and gentamycin (40 mg, ip, twice a day) for the peritonitis. The patient later recovered from the peritonitis and treatment with cefazolin and gentamycin were withdrawn. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. The patient experienced abdominal pain as a result of the peritonitis. On an earlier date, the patient was hospitalized for an unrelated event. The patient's hospitalization was prolonged due to the peritonitis. The cause of the peritonitis was unknown. Treatment for the events was not reported. It was unknown if the patient recovered from the peritonitis.